Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump with an unknown indication for use. Drug information was unknown. It was reported a critical alarm occurred confirmed by telemetry. The patient had early replacement indicator (eri) occur in (B)(6) 2016, and elected to have the pump explanted and abandon the therapy. The patient had, around the time of the report, changed his mind and wanted the pump to be replaced. The hcp was questioning how to silence the end of service (eos) alarm on the pump. The representative stated the replacement was going to occur, but could not be scheduled in the timeframe the patient gave the hcp. It was noted the eos in the attention dialogue box. No patient symptoms were reported. The representative was going to follow up with the hcp and review programming. The representative confirmed eos was expected and was not missed; the patient had just changed their mind on the planned course of treatment. The patient and physician's identifying information was unknown and could not be obtained. The pump was confirmed to be scheduled for replacement, and the eos alarm had been resolved. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.